Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a leak at the upper fitment while infusing idarubicin (chemotherapy). The leak occurred just after a normal saline flush. There were no other details or information reported, and no patient harm was reported as a result of this event.